Manufacturer narrative:
Plant investigation: it was not possible to examine the product, because the complaint sample was discarded after use. Based on the description and review of the images provided of the defect (leakage), the complaint can be attributed to a defect in the luer-lock connection (luer-lock adapter / venting port oxygenator). However, the exact cause of the leakage at the connection cannot be determined. A review of the complaint database, found that this reported trend has triggered a corrective and preventative action (CAPA) regarding the failure pattern. During the review of the manufacturing documents of the affected product, no deviation could be identified.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ECMO support utilizing the xlung 230 kit and the event of a blood leak at the venous sample port leading to resuscitation efforts for this critically ill patient. It is well established that critically ill patients undergoing ECMO are at high risk for blood loss upon the initiation of ECMO support. Due to the absence of additional required information regarding this reported event and the unavailability of the xlung 230 kit for product investigation, the cause of this blood leak requiring resuscitative efforts cannot be determined at this time. Based on the available information, an allegation of a deficiency in the xlung oxygenator exists, yet there is no supporting objective evidence indicating a fresenius/ xenios device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A doctor of medicine (md) reported that there was a leaking, defective luer-lock connection at the venting port/air bubble trap on the xlung 230 oxygenator during extracorporeal membrane oxygenation (ECMO) with the novalung ECMO machine on a critically ill patient. There was an inferred allegation this deficiency lead to resuscitation efforts in the initial reporting. Multiple attempts were made to acquire further information regarding this reported event; however, no further information was obtained. In the initial reporting, it was stated a leak was noticed upon the unclamping of vascular cannulas and initiation of ECMO. The leak occurred at the venous sample port on the xlung 230 oxygenator utilizing a luer-lock extension sample tubing with a three-way stopcock (manufacturer unknown). A photo was included with the initial reporting that did not clearly show the source of the leak or the exact defect that potentially caused or contributed to this event. Additionally, there was an undetermined amount of blood covering the oxygenator and surrounding ECMO components in the photo. It was stated there was a defect with the luer-lock connection, yet it was not specified if the deficiency was with the luer-lock connection itself or the connecting port on the xlung 230. The oxygenator was changed following the discovery of the leak where it was reported this led to resuscitation efforts for this critically ill patient. Patient information and diagnosis, reason for ECMO support and ECMO settings were not provided. Additionally, the xlung 230 oxygenator was discarded onsite and was not available for product investigation. It was reported the patient expired yet it is unknown if this patient¿s death was related to this event. The date of death was not provided.